Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp2153 showed no other similar product complaint(s) from this lot number.

Event description:
Reported failure of a power PICC catheter that has a leak in the power lumen or central lumen. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, returned video evaluation, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. However, the cause of the leak is unknown. One video of a 5fr t/l powerpicc catheter was returned. The video showed the catheter implanted in the patient and a fluid leak during flushing where the catheter shaft meets the molded joint. Possible contributing factors include sharp instrument damage, flexural fatigue, exposure to incompatible chemicals, and over-pressurization; however, the lack of a returned physical sample prevented identification of a root cause(s). Consequently, this complaint is confirmed and the cause is unknown at this time. H3 other text : evaluation findings are in section h.11.

Event description:
Reported failure of a power PICC catheter that has a leak in the power lumen or central lumen. No other information was provided.